Event description:
As reported: "the patient was taken to surgery on (B)(6) 2021 for a left femoral trochanteric nailing with gamma nail, with nerve block and under fluoroscopy. During the passing of the first guidewire, the tip of the guidewire broke in the intramedullary canal of the femur. At this time, it was noted that leaving the broken metal tip in the bone, as opposed to removing it, would be less damaging to the patient."

Manufacturer narrative:
Please note that this event is duplicate of stryker report MFR. Report # 0009610622-2021-00784 stryker internal reference number pi (B)(4). Therefore please disregard MFR. 0009610622-2021-00757.

Event description:
As reported: "the patient was taken to surgery on (B)(6) 2021 for a left femoral trochanteric nailing with gamma nail, with nerve block and under fluoroscopy. During the passing of the first guidewire, the tip of the guidewire broke in the intramedullary canal of the femur. At this time, it was noted that leaving the broken metal tip in the bone, as opposed to removing it, would be less damaging to the patient."

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Fragment remains implanted; disposition of remainder of device is unknown.